Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Difficulty was encountered in positioning the lead during implant. At follow-up one day post-implant, threshold values were found to be anomalous. An x-ray was taken and showed no evidence of perforation. A perforation was later identified and the patient was sent to surgery to address the issue. The patient was stable. Additional information was requested but not received.